Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. One haptic is broken in the gusset area (returned). The optic has scratches and scuff mark with small split/cracks in the shape of an instrument used to grasp the lens observed on the anterior and posterior sides of the optic. Associated products were not provided. It is unknown if qualified products were used. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage was not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via personal communication that scratch was found in the intraocular lens optic when looking at it under a microscope after implantation during surgery. The iol was explanted and lens from different lot was implanted, and the surgery was completed. Additional info has been requested.